Manufacturer narrative:
It is suspected that it is an issue with the battery on the internal pc. The internal pc has been replaced and the robot is fully functioning again.

Event description:
Nm robot emits continuous beeping sound. Customer unable to use the robot. Customer successfully performed the diagnostics and verification trajectories. When they were about to deliver the first dbs trajectory starting from the parking position, the robot started to continuously beep. The surgery could not continue to the robot not working. The surgery was cancelled. Incident reported due to indirect harm. Patient was placed under general anaesthetic but received no treatment.